Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A technician reported an energy error during lasik flap creation. The treatment was stopped temporarily resulting in an incomplete flap. A new patient interface was used to recut the flap successfully the same day. The flap appeared irregular at the one week post operative visit, a flap lift was performed resulting in a smooth flap and the patients vision improved. The patient did not experience any harm and is doing well postoperatively.

Manufacturer narrative:
The device history records (DHR) for the device was reviewed. No abnormalities that could have contributed to this event were found. The associated device was released based on company acceptance criteria. Logfile review of the day of treatment could confirm the error message occurred during treatment. The root cause could not be identified during logfile review. The root cause could not be determined conclusively. The possible root cause is a faulty laser head. The manufacturer internal reference number is: (B)(4).